Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Although the implant operative report indicates "two pieces" of the bard/davol flat mesh were used, the implant tracking log indicates only one mesh was implanted, it appears the flat mesh was customized and cut into two pieces. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records including an implant op report and implant tracking log as well as the attorneys legal claim provided to davol by the patient's attorney: (B)(6) 2008 - patient was diagnosed with pelvic organ prolapse, stress urinary incontinence (sui) and underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh and implant of a non bard/davol sparc suburethral sling. Two pieces of polypropylene mesh were used in the procedure. (B)(6) 2008 - patient had a urology consult for a voiding trial. Patient reported that she had an inability to void on (B)(6) 2008 and presented to the emergency room in which a foley catheter was placed. Her urine was also tested for infection and was diagnosed with a urinary tract infection and was placed on oral antibiotics. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional patient information as well as alleged outcomes attributed to the device per the attorneys legal claim. With the current information available, the conclusion for this file remains inconclusive. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As was previously reported on 01/2016: (B)(6) 2008: patient was diagnosed with pelvic organ prolapse, stress urinary incontinence (sui) and underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh and implant of a non bard/davol sparc suburethral sling. Two pieces of polypropylene mesh were used in the procedure. (B)(6) 2008: patient had a urology consult for a voiding trial. Patient reported that she had an inability to void on (B)(6) 2008 and presented to the emergency room in which a foley catheter was placed. Her urine was also tested for infection and was diagnosed with a urinary tract infection and was placed on oral antibiotics. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per patient's legal claim: attorney alleges outcomes attributed to device of pain, urinary problems, bowel problems, recurrence and dyspareunia.